Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
(B)(4). Device evaluation: the intraocular lens (iol) was returned to the manufacturing site for investigation. The returned lens was received 02/28/2019. The returned ar40e lens was received inside the lens case in the original packaging. The lens was observed under microscope, 10x magnification, with a cut in the surface. Some viscoelastic residue was observed in the lens surface. A detached haptic (loop) was observed, the other haptic (loop) looked in good condition. The condition of the lens is typically related to the removal process of the lens, a product deficiency could not be determined. The complaint issue could not be confirmed. Manufacturing record review: a review of the manufacturing records was performed. Based on the manufacturing records review and related documents the production order was manufactured according specifications. A search of complaints revealed that no additional complaints have been received for this production order number. Labeling review: the directions for use (dfu) adequately provides instructions, precautions, along with warnings for the proper use and handling of the product. Based on the results of the investigation; no product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol), implanted in the left eye, was removed and replaced during the initial procedure. Customer reported loading issues with trouble delivering the lens implant. The lens became stuck in the entry wound and had to be cut out and removed. Replacement implant was successfully delivered. Wound was sutured. The case was completed without further incident. No further information was provided.